Event description:
Hyperal running at 6 cc/hr. Rn noted no volume change in IV bag over 8-10 hrs. Problem identified after new shift changed. Pump was running and registered correct amount, however, no fluid had infused.